Event description:
Event was reported to caldera medical by an attorney. The patient has suffered constant pain and pressure, painful intercourse, painful bowel movements and gas, pain when sitting more than one-half hour at a time, pain when standing too long, and urinary incontinence. No further information has been provided.